Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2005. Subsequently, it was reported that patient fell and underwent revision procedure (B)(6) 2011 wherein a fractured ceramic head was removed and replaced.

Manufacturer narrative:
Suppliers evaluation of returned device found the following: the density of the ball head was analyzed and found to be according to the specification valid at the time of production. The microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Secondary metal transfer as a result of contact with metal parts after the fracture event can be found. The expected primary metal transfer can be found with varying intensity on the bore surface. Due to the mentioned secondary damages, only the primary fracture surface can be identified. The region of the fracture origin cannot be determined. The mentioned fall of the patient is the most likely reason for the fracture of the ball head.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity. Ceramic head fractures have been reported. The user facility was notified of the event on december 1, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of device found the large number of fragments and secondary fractures suggests a high-energy fracture, which is consistent with an impact stress from a fall.